Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had premature battery depletion. Thus, this ICD had been explanted and a new competitor device was implanted. The ICD is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.